Manufacturer narrative:
The unit passed the self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test and excessive no delivery test. The operating currents were in specification. The following physical damage was noted: completely broken off reservoir tube lip with loose reservoir tube o-ring noted, cracked casing at display window corners, minor scratches on the lcd window, cracked lcd window, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that her insulin pump was falling apart; the customer stated that her reservoir compartment was damaged. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer confirmed that there was cracking on the reservoir compartment and the top left and top right corners of the screen. She is unsure of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.